Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 473 mg/dl. The customer treated with the insulin pump and with manual injections. The customer was unable to troubleshoot for the high blood glucose because the keypad was not working properly. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor also, had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.